Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Photos received: three photos were provided: picture one shows tissue with staples, one proper formed staples and two unformed staples can be seen in the picture. Pictures two and three show tissue. One proper formed staples can be seen. The tissue can be seen crumpled in the distal end and ooze is noted in the photo. Based on the unformed staples and the condition of the tissue, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during second firing of laparoscopic sleeve gastrectomy(bariatrics), surgeon noticed that the stomach tissue 'crumpling' up as he advanced the blade of plee60a. The firing completed and he opened the jaw to reveal the blue reload with multiple malformed staples, many straightened. The blade did not cut the tissue. No major bleeding just oozing. Proceeded to remove all malformed staples. Discovered that the site was not cut at all by the blade. Checked with the surgeon whether it was possible that the blade of the gun could have caught some staples from the 1st firing, he mentioned that is quite probable. The gun was inspected rinsed and reloaded with a blue reload. The firing went smoothly with the same gun on the same site, with some minor adjustments to avoid hitting any staples from initial firing. Sleeve gastrectomy was concluded with complication caused by a bleeding artery when surgeon attempted to move mesentery around during surgery.